Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months post filter deployment, patient was scheduled for filter retrieval. But it was rescheduled due to the presence of clot above the filter. Approximately few days later, filter was snared and retrieved intact. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.